Event description:
The customer observed sudden shifts in vitros vanc quality control results processed on a vitros 5, 1 fs chemistry system and a vitros 4600 chemistry system. The following results were obtained using vitros tdm pv control fluids: processed on vitros 5,1 fs analyzer (shift low): qc fluid lot h1648: 9.09, 9.00, 9.36, 8.99, 10.13 vs. An expected result= 20.2 ng/ml; qc fluid lot j1649: 17.06, 16.81, 17.70, 17.10, 18.81 vs. An expected result= 38.8 ng/ml. Processed on vitros 5,1 fs analyzer (shift high): qc fluid lot g1647: 30.72 vs. An expected result= 7.1 ng/ml; qc fluid lot h1648: >50.0 vs. An expected result= 20.02 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros vanc while the quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. This report is number four of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that sudden shifts in vitros vanc quality control results were observed on a vitros 5,1 fs chemistry system and a vitros 4600 chemistry system. There was no evidence that an instrument related issue contributed to the event. The investigation was unable to determine a definitive root cause. However, a reagent issue with vitros vanc lot 2514-24-2433 related to the specific reagent packs in use could not be ruled out as a contributing factor. In addition, improper storage handling of the affected vitros vanc reagent packs could not be ruled out entirely. Expected performance on vitros 5,1 fs chemistry system was returned following recalibration of vitros vanc reagent using an alternate reagent pack. Expected performance on vitros 4600 chemistry system was returned using an alternate reagent lot. The root cause of the event is unknown.